Event description:
The manufacturer received information that a patient with a dreamstation auto CPAP device passed away and a return label was being requested. There were no further details provided. There was no allegation that the device contributed to the death. The device has not yet been returned for investigation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously received information that a patient with a dreamstation auto CPAP device passed away and a return label was being requested. There were no further details provided. There was no allegation that the device contributed to the death. The device was returned to a third-party service center for evaluation. During the evaluation of the device, the third-party service center visually inspected the device and found no errors present. There was no evidence of foam particles or degradation. The device was scrapped. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed. The manufacturer has updated box h in this report for the device evaluation.